Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 9 degrees lower than the patient's actual temperature. The child was seen by a doctor where it was confirmed that she had a fever. There were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
The consumer reported their thermometer was giving (B)(6) readings on their child. The device allegedly was reading 9 degrees lower than the patient's actual temperature. The child was seen by a doctor where it was confirmed that she had a fever. There were no complications from this incident, and the patient is doing well.